Event description:
At around 6 weeks from the primary, the hip had to be revised due to an infection with staphylococcus aureus.

Manufacturer narrative:
Batch review performed on (B)(6) 2023 lot 2306921: (B)(4) items manufactured and released on 05-apr-2023. Expiration date: 2028-03-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs department: revision 6 weeks from the primary cementless tha due to an early infection with staphylococcus aureus. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Additional revised implants. Batch review performed on (B)(6) 2023 on cup: versafitcup cc 01.26.45.0058 acetabular shell cc trio ø 58 (k103352) lot. 2240321 lot 2240321: (B)(4) items manufactured and released on 09-jan-2023. Expiration date: 2027-12-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on (B)(6) 2023 on stem: sms solid 01.36.052 sms solid stem std size 12 (k181693) lot. 2200714 lot 2200714: (B)(4) items manufactured and released on 22-july-2022. Expiration date: 2027-07-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on (B)(6) 2023 on liner: cc e cc light 01.29.414 ceramic liner ø 36 / f lot. 2306164 lot 2306164: (B)(4) items manufactured and released on 23-mar-2023. Expiration date: 2028-03-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. This item is not registered and distributed in us.